Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to pain, fluid, elevated cobalt levels, and a possible pseudo tumor. During surgery, a hole was seen in the capsular repair and corrosion was visible on both the trunnion and inside of the femoral head.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon further review the stem is not related to the event as it was not removed during the revision.